Event description:
It was reported that a low output current message was observed on the patient's device on diagnostics. Diagnostics only detected 3 ma output delivered, but the device was programmed to deliver 3.25 ma. Per ohm's law based on impedance values, the generator should be able to deliver the programmed output current. No further relevant information has been received to date.